Manufacturer narrative:
(B)(4). If additional information becomes available, a supplemental report will be filed with the new information.

Event description:
Pentax medical was made aware of a complaint on 06-jul-2021 that occurred in (B)(6)involving pentax medical video gastroscope, model eg27-i10, serial number (B)(4). The information provided indicated that the air supply and the water nozzle came off. The issue was observed prior to use in the reprocessing room. According to information from the sales staff, the nozzle fell off the scope during cleaning and disinfection at the facility. If you lightly touch the air supply nozzle that has not fallen off with tweezers, it will move, so if you pull it, the air supply nozzle will come off. On 21-jul-2021, a device history record(DHR) review for model eg27-i10, serial number (B)(4) was performed under (B)(4), the DHR review confirmed the endoscope was manufactured on 06-feb-2020 under normal conditions, passed all required inspections, and was released accordingly. Also, there were no reworks or concessions and the dates of approval for shipment and actual date shipped were confirmed for 06-feb-2020. The investigation is in-process.